Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/07/2025, a facility representative reported via (B)(6) that an ar-611-4 tibial impactor broke during a case. The patient was unaffected.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection of the ibal uka tibial impactor revealed that the head was broken off at the corners and damaged inside the gaps. Scratches were noted on the device. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to wear and tear due to repeated use during the insertion and/or removal process of the device in the field.